Event description:
Customer reported difficulty tracking eyes during refractive procedures. Upon follow up, the customer confirmed the reported issue and indicated that the procedures were completed without consequences to the patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).